Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: evaluation is based solely on event description. Without the device we are unable to determine the exact root cause for the difficulties experienced. However, possible that advancement of sheath over the filter caused the premature deployment. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: there was no stenosis or tortuosity in the vessels observed in access routes. The device was inserted from the right subclavian vein, and the filter was expanded to be placed. Since the physician noticed that the filter was tilted, he attempted advance the sheath to make a second try. However during an attempt, filter hook was detached from the grasping hook without pushing the metal knob or loosing the red hub. Then, the filter was retrieved with the a snare device, and the procedure was conducted with another device instead. Patient outcome: there have been no adverse effects to the patient.